Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was submersed into water following explant due to the patient's death. Afterward, interrogation attempts were unsuccessful. The patient's death was unwitnessed and there is no allegation that the device contributed to the patient's death.